Event description:
There was a crack on the hub of the guiding catheter. It was noticed after it was removed from the package. The packaging was intact before it was opened. The prod was not clinically used; therefore, there is no injury to the pt. The device will be returned.

Manufacturer narrative:
This prod is available; however, it has not been received for analysis. Add'l info will be submitted within 30 days of receipt.